Event description:
It was reported the pt has a wound infection reportedly caused by staples being dislodged from the incision site. Add'l info is not known and the rep will attempt to collect further detail.